Manufacturer narrative:
Unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a damaged downstream occlusion (dso) seal and a defective (dso) sensor to be the cause of the issue. The dso seal and sensor were replaced to fix the issue.

Event description:
The results of the investigation found a damaged downstream occlusion (dso) seal. There was unknown patient involvement.